Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified vessel, proximal to mid segment of the left anterior descending (lad) coronary artery. A 3.50 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. It was reported that the device failed to cross the lesion due to calcification. It was also noted that the balloon ruptured, during inflation. The device was removed and the procedure was completed with a different device, there were no patient complications reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.